Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was repositioned due to the patient had muscle stimulation. This lead remains in service. No additional adverse patient effects were reported.